Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event.

Event description:
It was reported that a 23mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 1 year, 5 months due to patient prosthesis mismatch, severe stenosis, worsening regurgitation, and elevated gradients. The surgical valve was fractured and a 26mm transcatheter valve was implanted. The procedure went well. As reported, the physician did not allege malfunction of the surgical valve, the valve actually appeared normal on tee, so the increased gradients (showing severe as) was essentially unexplained, perhaps patient prosthesis mismatch.